Event description:
The rptr did back to back (rapid succession) blood glocose tests, using separate fingersticks. Results were 71 and 116 mg/dl. Rptr did not have any symptoms. Control solution testing was not done due to lack of supplies. The rptr stated that test strips appeared "blotchy." On follow up, rptr checks the confirmation dot of test strip. Technique of applying blood is accurate, and rptr cleans rptr's meter on a regular basis. A control solution test prior to followup was in range. No harm was alleged.